Event description:
It was reported that the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm during operation.

Manufacturer narrative:
The investigation found a tear in the internal portion of the soft cannula that generated a leak causing corrosion on the needle mechanism assembly, drive mechanism assembly, batteries, pcb and rotation sensor assembly. Due to the internal corrosion the pod data was not able to be recovered, and the pod hazard alarm could not be confirmed. It cannot be determined if the internal leak caused the reported pod hazard alarm. The exact cause of the pod hazard alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone12.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.